Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the pump was beeping and displayed run. The pump alarmed no disposable clamp tubing after attempting to restart. The pump started once the cassette was reattached. No patient injury was reported.